Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient infusion set patch did not stick to skin upon insertion. The event occured on (B)(6) 2026. Patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.